Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident 0 deg insert 40mm; 623-00-40e; h3kmkd accolade (127 deg) size 2.5; 6021-2530; 22792902 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient had a right hip replacement on (B)(6) 2007. She presented to operating room today for right hip pain. Patient required a second surgery.

Manufacturer narrative:
Reported event: an event regarding pain involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: the available medical records were provided to the consulting clinician for a review which noted," usage sheet and an ap/lateral x-rays confirm an index right tha was completed on (B)(6) 2007. Revision surgery and its causality can not be confirmed as no information was available for review." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. H3 other text : device not returned.

Event description:
Patient had a right hip replacement on (B)(6) 2007. She presented to operating room today for right hip pain. Patient required a second surgery.